Event description:
At the time of evaluation the pt had multiple lesions in their liver with the largest measuring over 8 cm. The pt underwent therasphere treatment to the right lobe of their liver in 8-2001 and received 147 gy. In 2001, their treatment was completed with the left lobe infusion of 155 gy. Both procedures went well and the pt was discharged to home in stable condition each time. CT scan from 11-2001 and pet scan from 11-2001 showed partial response to the therasphere treatment in the liver, but with significant hepatic disease still present and possible progression in the left lung and gastrohepatic lymph node. Another sign of disease progression was the cea increase from 120.7 ng/ml in 8-2001 to 213.6 ng/ml in 01-2002. The pt went back to their primary physician for consideration of other anti-cancer treatments. The pt expired in 2002. This death is not related to therasphere treatment; it is due to the disease progression.